Event description:
Device was making noise and misfired, then quit working altogether. New device (same) was used to complete procedure. No patient harm. Or staff is contacting representative to come get the device.